Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient received the following results on the active system compared to lab results within 10 minutes: 1. 306 mg/dl (active meter) and 510 mg/dl (lab) 2. 242 mg/dl (active meter) and 462 mg/dl (lab) 3. 255 mg/dl (active meter) and 461 mg/dl (lab) no adverse event was reported. The alleged product was requested for evaluation.